Event description:
Twenty minutes after beginning hemodialysis, the pt appeared to be bleeding from the exit site. The venous lumen of the catheter was found to have split close to the bifurcation. The pt was then reported to be unwell, and the catheter was later removed.